Event description:
The customer reported that the insulin pump was not functioning properly. The customer had to go to the emergency room with diabetes ketoacidosis, and she was treated with an insulin drip. The customer experienced dehydration, vomiting, and heart rate was really high. Troubleshooting was declined and the customer requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked reservoir tube lip.